Event description:
A physician reported a pt who had an ceeon 711a lens +21.0d lens implanted in 2000 buy use of phacoemulsification. Immediately after the implantation, some white little numerous particules were observed on the lens and in the bag. The particules were on the lens surface and couldn't be removed with irrigation. On the second day after the operation, the pt developed vitritis and the lens was removed the day thereafter (the 3rd post-op-day). A pmma lens was implanted. The pt is to undergo vitrectomy because of endofthalmitis and had not recovered at time of report. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.